Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose and the sensor had an in accurate readings that triggered threshold suspend alarm. Customer¿s low blood glucose was 50 mg/dl. Customer also specified other relevant blood glucose value was 70 mg/dl, 90 mg/dl, 80 mg/dl, 187 mg/dl, 103 mg/dl and 225 mg/dl. Customer treated with by eating peanut butter, crackers or (B)(6) for low blood glucose. The customer¿s blood glucose was 96 mg/dl and the sensor glucose was 58 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The product will not return for analysis.